Manufacturer narrative:
E1: reporter address - (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cerebral hemorrhage after a fall could not be conclusively established through this evaluation. The customer communicated that no additional information will be provided. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell and developed a cerebral hemorrhage. The patient passed away.